Event description:
User was in the process of doing a morning equipment startup. While doing the pipeline and cylinder test user opened the n2o valve and subsequently heard a low level popping sound and after, a hissing sound. User took the system down and pulled another anesthesia unit and performed the same function and opened the n2o cylinder valve and resulted with the same problem, a low level popping sound with a hissing sound shortly thereafter. Biomed contacted the vendor. After inspection by the vendor it was found that a small disk was ruptured caused by opening the cylinder valve too fast. According to the operator's instructions the cylinder valve must be opened slowly. Datex/ohmeda service representative came in to replace the yoke/regulator assembly that were found to be defective on two units. Service representative stated that to prevent this malfunction from reoccurring the user should open the tank valves slowly which will apply pressure to the regulator assembly slowly. Biomed manager believes that the regulator should withstand the pressures despite who and how fast the valves are opened. There is no guarantee that users will follow the recommended opening procedure especially during an emergency. Recommend that datex/ohmeda reevaluate their parts design and come up with a solution.